Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was received fully deployed. Download data did not show any timeouts or drive stalls but an 0x1c, pump expiration time reached, alarm was generated. The alarm indicates that the device had expired after 80 hours of use. This was confirmed by the alarm time, 80:00, indicating 80 hours. No damages or defects were observed on the bottom housing or e-seal. The needle mechanism was reset and manually redeployed as intended. No damages or defects were found that would have caused a needle mechanism failure. During the initial inspection the soft cannula was observed to be torn. Upon removal of the top housing the soft cannula was observed to be shortened and was measured to be 0.62 inches long which is out of spec.